Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code while in normal use, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.